Manufacturer narrative:
Continuation: addr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited inappropriate pacing. It was also noted that the right atrial (ra) lead exhibited possible undersensing and inappropriate pacing. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.